Manufacturer narrative:
(B)(4). The device (catalog#) not sold in the us. Similar product sold in the us.

Event description:
The customer reports that during insertion, the swg (spring wire guide) got stuck in the catheter over needle. As a result, the swg and the catheter over needle were replaced.

Manufacturer narrative:
(B)(4). The customer returned a used catheter from a catheter over needle assembly and a used spring-wire guide (swg) for investigation. The swg was kinked with offset coils near the distal j-tip bend. Both the distal and proximal welds were intact, full, and spherical. The catheter had signs of use in the form of biological material, but no defects or anomalies were found. The swg kink and offset coils were located approximately 16mm from the distal end of the swg. The catheter length (from hub to catheter tip) measured approximately 3.5" which is within specification. The catheter inner diameter, catheter outer diameter, the swg outer diameter and swg length were also measured and all were found to be within specification. The swg was able to pass through the catheter with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The reported complaint that the swg was kinked was confirmed based on visual inspection of the returned sample. A kink with offset coils was found near the distal j-bend tip. The returned guide wire and catheter met all relevant dimensional requirements and a functional testing showed the swg could pass freely through the returned catheter. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion, the swg (spring wire guide) got stuck in the catheter over needle. As a result, the swg and the catheter over needle were replaced.